Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: photos received for investigation. In one of the photographs, there is no label with the general information of the product. Possible root cause is manual process of label processor, currently there is no automatic label dispenser to help us reduce the risk of omitting the labeling of the collective box. Corrective action include, installation of label dispenser. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 100 syringe 10ml ll 21ga 1-1/2in bil lax were missing labels. The following information was provided by the initial reporter: "at the time of the technical review, it is evident that one of the boxes does not have the product's technical (legislative) information label. Disposable syringe 10cc 21x1.5 3p luer lock ref. 302499 bd, batch: "9261681", expiration date: ¿08/30/2024¿, quantity: (B)(4) units."